Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 28 x 2.50mm promus premier drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed using an alternative device. No patient complications were reported. However, returned device analysis revealed stent shifted/moved.

Manufacturer narrative:
Investigation results: device analysis findings: promus premier ous mr 28 x 2.50mm was returned for analysis. A visual and tactile inspection identified kinks in the hypotube shaft. A visual and tactile inspection identified no issues of the shaft polymer extrusion. A visual and tactile inspection identified stent damaged. A microscopic examination of the stent damage noted that the stent was distally over the distal tip with the proximal section of the stent was situated near the distal markerband. A microscopic examination of the balloon material identified no tears, pinholes or damage. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. The distal tip showed no signs of damage. A single image of a hospital report was attached to the complaint information. This does not confirm the reported allegation. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information within the event. This code was selected as the most probable complaint cause based on the information available. Based on the limited event information provided it cannot be determined as to why the device failed to cross the lesion site, however it is most likely that as a result of the failed attempt to cross the lesion the unreported stent movement and damage occurred however this cannot be confirmed without additional event information. The unreported kinks in the hypotube shaft are indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.